Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was 226+ mg/dl. The mother stated that the pump alarmed failed battery test while her son was in school. The customer was advised to insert new aaa alkaline batteries. The customer did not receive a failed battery test. The customer was advised to check the alarm history. The customer stated that there was a no delivery alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no failed battery test noted. The insulin pump received with cracked reservoir tube lip and severely scratched display window noted. No moisture damage on electronics assembly and no moisture damage inside the battery cap noted.